Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to rom issues (knee was too tight). A 4x13 ps insert was revised to a 4x11 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: the insert exhibits noticeable wear characterized by surface discoloration presenting a yellow tint likely due to absorption of synovial fluid. The articulating surface shows signs of abrasion and mild pitting. Materials analysis: the yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: could not be performed as lot code information was unknown. Conclusion: it was reported that revision surgery took place due to rom whereby a 4x13 ps insert was revised to a 4x11 ps insert. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.